Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the index procedure took place on (B)(6) 2016 during which a 3.0 x 15 mm xience alpine was placed for treatment. The patient was readmitted to the hospital on (B)(6) 2016 experiencing symptoms syncope. Although the treatment performed is unspecified, the fact that rehospitalization occurred indicates that some form of treatment was performed. No additional information was provided.